Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was necessary customer maintenance on the hm station and probes. The customer performed hm maintenance. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.31 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 0.01 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was necessary customer maintenance on the hm station and probes.